Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad traces. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected low reservoir alarm or open circle at the top screen anomaly noted. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a broken belt clip slot, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the display was stuck and was showing a low reservoir alert. The customer stated that the insulin pump went into threshold suspend and their blood glucose level was 369 mg/dl. Later, the customer was not feeling well and was not eating and the customer's blood glucose level was 500 mg/dl. The customer treated with a manual injection. The customer reported a keypad anomaly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.